Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent became loose and moved on the balloon. The physician was treating a 75% stenosed lesion located in the moderately tortuous and severely calcified right common iliac artery (cia). Vascular access was obtained through the femoral artery. The lesion was not pre-dilated. This 7.0x20x75cm express ld stent was advanced to the lesion and when an attempt to deploy the stent was made, the physician noticed the stent was not in its' correct location. The stent with delivery system were removed from the patient intact, at which point it was noted the stent had moved towards the distal tip of the device. The procedure was completed with another express ld stent. There were no reported patient complications. The patient status is listed as "good". According to the physician, the stent could have become loose while advancing through the introducer sheath as some resistance was experienced during insertion. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the stent became loose and moved on the balloon. The physician was treating a 75% stenosed lesion located in the moderately tortuous and severely calcified right common iliac artery (cia). Vascular access was obtained through the femoral artery. The lesion was not pre-dilated. This 7.0x20x75cm express ld stent was advanced to the lesion and when an attempt to deploy the stent was made, the physician noticed the stent was not in its' correct location. The stent with delivery system were removed from the patient intact, at which point it was noted the stent had moved towards the distal tip of the device. The procedure was completed with another express ld stent. There were no reported patient complications. The patient status is listed as "good". According to the physician, the stent could have become loose while advancing through the introducer sheath as some resistance was experienced during insertion. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Examination of the returned device noted that the stent had moved proximally off the balloon material onto the shaft of the delivery system. Examination of the balloon material noted the evidence of crimp marks indicating that the stent had been correctly crimped. Examination of the balloon wingfolds noted that some of the wings were creased in appearance. A tactile examination of the shaft of the delivery system noted no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).